Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet lodged inside the lead. The connector pin and connector cap were found pulled out of the connector assembly, which is consistent with excessive forces during implant procedure. The ptfe coating of the stylet was found stripped off and bunched up/clogged distal to connector pin which likely caused the reported incident. Electrical testing did not find any indication of conductor fractures or internal shorts . All other damages were consistent with that occurring at the time of implant.

Event description:
During procedure, the stylet could not be withdrawn from the left ventricular lead. The lead was replaced. The patient was in good condition with no adverse consequences.